Manufacturer narrative:
Upon completion of the device identification it was identified that there was no issue with the siderail release handle is broken causing the siderail to be stuck in the lowest position.

Event description:
It was alleged that the siderail release handle is broken causing the siderail to be stuck in the lowest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device identification it was identified that there was no issue with the siderail release handle is broken causing the siderail to be stuck in the lowest position.

Event description:
It was alleged that the siderail release handle is broken causing the siderail to be stuck in the lowest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the siderail release handle is broken causing the siderail to be stuck in the lowest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.